Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event b5. A second paragraph was added. H6. Additional codes. Corrected data: e. Initial reporter's email was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve structural deterioration and severe hemodynamic deterioration of the transcatheter valve were identified with predominant aortic regurgitation (ar). As reported, an occurrence or increase of >=2 grades of intra-prosthetic ar resulting in severe ar. Patient symptoms were not reported. The patient was being considered for a redo of the transcatheter aortic valve. Additional information was received to report the patient's symptoms included fatigue and ankle swelling. Data obtained related to the failed medtronic valve showed a maximum aortic valve velocity 2.70m/sec, a mean aortic valve gradient of 14.19mm hg, and mild mitral and tricuspid valve regurgitation. Approximately five years after the transcatheter aortic valve replacement (tavr) procedure, the patient was admitted for the redo tavr. Subsequently, the patient was treated with re-intervention for the failed tav one week later. A non-medtronic (edwards sapien) valve was implanted within the medtronic tav. No complications were reported as a result of this event; however, the patient remained admitted one week following completion of the redo tavr.

Event description:
It was reported that approximately 4 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve structural deterioration and severe hemodynamic deterioration of the transcatheter valve were identified with predominant aortic regurgitation (ar). As reported, an occurrence or increase of >=2 grades of intra-prosthetic ar resulting in severe ar. Patient symptoms were not reported. The patient was being considered for a redo of the transcatheter aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.